Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. The cause of the hole was not detailed by the hospital. The pump and one reservoir were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope inspection revealed that the pump tubing was cut down to the pump block; the tubing was not returning for analysis. No leaks were identified; however, the pump failed the functional test. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. The cause of the hole was not detailed by the hospital. The pump and one reservoir were replaced. There were no patient complications reported.